Event description:
It was reported that in preparation and during a rf ablation procedure, allegedly, an expired catheter from sales trunk stock was given to the customer to use on patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation and no photos were provided for review. The device history records were reviewed for the reported mavencatheter. The device history records review indicates the reported product lot was released on (B)(6) 2021 with an expiration date of (B)(6) 2023. Information provided by the complainant indicates the date of event was (B)(6) 2023 and the device was provided to the end user from sales trunk stock. Therefore, based on the provided information and device history records review results the investigation is confirmed for the reported 'expired catheter used' as the date of event is after the date of expiration. Based on the provided information from the complainant, the device functioned as intended during the procedure and the expiration date was not noticed until 24hours later. This event is determined to be use related as an expired product from sales trunkstock was provided to the end user and the expired product was used after the expiry date. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that in preparation and during a rf ablation procedure, allegedly, an expired catheter from sales trunk stock was given to the customer to use on patient. There was no reported patient injury.